Event description:
Reference number (B)(4). Event occurred in the united states. On 01-jul-2024, 02-jul-2024 and 03-jul-2024, it was reported that patient faced infusion set occulsion at site within 3 or more hours of insertion site of insertion was abdomen and upper buttocks. Patient changed infusion set and resumed insulin successfully. No further information available.